Manufacturer narrative:
Unique device identifier (UDI): for type of device: pump, infusion.

Event description:
Order received for oxytocin augmentation and second nurse called to bedside. Resident at bedside talking with patient. Rn noted infusion appeared to be flowing wide open. Pump off and drug still dripping. Fetal heart tones (fhts) decelerated into prolonged deceleration which recovered. There is a question as to whether the IV tubing was inserted correctly in the pump.

Event description:
Order received for oxytocin augmentation and second nurse called to bedside. Resident at bedside talking with patient. Rn noted infusion appeared to be flowing wide open. Pump off and drug still dripping. Fetal heart tones (fhts) decelerated into prolonged deceleration which recovered. There is a question as to whether the IV tubing was inserted correctly in the pump.